Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number 1627487-2020-02596, 3006705815-2020-00811 , 3006705815-2020-00882 , 3006705815-2020-00883. It was reported that the patient experienced discomfort due to the anchors being dislodged. In turn, surgical intervention occurred wherein the patient¿s entire system was explanted.